Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was severely calcified, 85% stenotic lesion in a tortuous instent restenosis of the right coronary artery (rca). The lesion was predilated with a maverick 2.5 x 15 mm balloon. As the physician approached the distal lesion with a taxus express2 8.8% 2.75 x 24 mm stent, resistance was felt getting through the proximal lesion. The physician then attempted to pull the taxus stent back into the guide, with the intent to use a buddy wire and to dilate the distal lesion more. However, as he pulled the taxus stent back into the guide catheter, the stent flared. In addition, as he pulled the guide catheter with the flared taxus stent through the sheath, the taxus stent came off the balloon and onto the guidewire. The physician was able to snare the taxus stent from the guidewire. The physician then went in with a quantum 3.0 to dilate the vessel more and used a wiggle wire to successfully place a taxus express2 8.8% 2.75 x 24 mm stent. No pt injuries or complications were reported. Patient status is reported as 'satisfactory/good.'